Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. During investigation, it was found that the up and down arrow buttons were intermittently responding and the ok button did not respond to presses. It was observed that the buttons did spring back. There was evidence of contamination found under all key contacts. Unrelated to the complaint, during evaluation the bolus button was found to be torn. The bolus button was responding to presses. A torn bolus button will permit contamination to permeate the button which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the pt to discontinue using the pump.

Event description:
It was reported that the keypad is not responding. The pt reported there is no damage to the keypad. The pump was exposed to water.